Event description:
A (B)(6) old female pt contact zoll customer support to report that her monitor said to connect the belt while the belt was already connected. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (connect belt messages) has been confirmed. As received, the monitor case was separated and two white wire bundles were pulled from the auxilliary pca. The cause for the check belt messages is a disconnected white wire bundle which controls communication between the monitor and the belt connection. The root cause of the separated case cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged case. The pt received a replacement monitor.